Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that broken splines occurred. The procedure was indicated due to atria flutter. The target locations were the left and right atria. A intellamap orion¿ was selected; however, the mapping system gave error code 1205 "the following device(s) have expired." The device was exchanged for another of the same catheter. The image on the rhythmia system began flashing and the catheter was not being tracked by the system and was exchanged for another of the same device. During insertion through a sheath, one of the splines bent and broke. The device was exchanged for another of the same catheter and the procedure was completed. No patient complications nor patient injury were reported. The patient was discharged.

Manufacturer narrative:
Device evaluated by MFR: the returned device was reported for a spline breaking during insertion into the sheath. Visual inspection revealed that the deployment shaft is bent. The reported failure was confirmed through cis analysis, with the following results: the deployment shaft not spline of the device was bent during insertion into the sheath causing the replacement of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that broken splines occurred. The procedure was indicated due to atria flutter. The target locations were the left and right atria. A intellamap orion was selected; however, the mapping system gave error code 1205 "the following device(s) have expired". The device was exchanged for another of the same catheter. The image on the rhythmia system began flashing and the catheter was not being tracked by the system and was exchanged for another of the same device. During insertion through a sheath, one of the splines bent and broke. The device was exchanged for another of the same catheter and the procedure was completed. No patient complications nor patient injury were reported. The patient was discharged.